Manufacturer narrative:
(B)(4). The device was received and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and noted a ruptured bladder. Further visual inspection with a microscope was performed and found no additional signs of abnormality. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate ruptured during filling. The device was filled with 4g of fortum and diluted with 0.9% of sodium chloride. The fill volume was 100 ml. There was no patient involvement. No additional information is available.